Event description:
A customer reported that during a procedure, the irrigation would not stop and poor aspiration was experienced. The cassette was exchanged to resolve the aspiration issue. The vitrectomy mode was changed to resolve the irrigation issue. The case was completed without harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 14, 2012. Based on qa assessment, the product met specifications at the time of release. As the customer did not retain the finished goods consumable lot number, the device history record (DHR) and consumable lot history could not be reviewed. The customer did not retain a sample for this complaint report. Functional testing could not be conducted. The system operator's manual provides the following in regard to loss of aspiration/suction issues. The root cause of the customer's consumable complaint could not be determined as a sample was not returned. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The root cause of the customer's consumable complaint could not be determined as a sample was not returned. The manufacturer internal reference number is: (B)(4).